Manufacturer narrative:
Corrected information : should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid effluent and abdominal pain. The cause was not reported. It was reported the patient went to the hospitalized for the event, however, it was not reported if the patient was hospitalized. The patient was prescribed with unspecified antibiotics (doses, routes and frequencies were not reported). At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.